Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board and backlight inverter pcbs. The cse loaded revision ak software. Ventilator passed calibrations, extended self-testing (est), short self-tests (sst), and performance verification testing (pvt). (B)(4).

Event description:
Covidien received information of ventilator with a blank display. The malfunction did not occur during patient use.